Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/16/2020. D4: batch # r5ay2g. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged noted on the washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ay2g. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were no reported. Attempts are being made to obtain the following information: in what type of procedure was the device being used? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What was meant by ¿the nail is not completely nailed¿? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? How was the leak addressed? How was the procedure completed? Did the post-operative care of the patient change based on the leak? Did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? What is the current status of the patient? To date, no response to questions has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified

Event description:
It was reported that during an unknown procedure, when the physician used the cdh29a, after a normal one-time pressing of the device, the feedback sound and the feel feedback were actually heard, but after the firing, the nail was not completely nailed under the scope, and the leakage occurred. After fired, doctor also checked that had two complete donuts and washer. There was no patient consequence.